Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient lost weight. As such, the patient's ipg became loose in the pocket, causing her to experience charging difficulties. In turn, the patient lost stimulation over time. As a result, the patient underwent surgical intervention where the ipg was explanted and replaced with a different model. Therapy was restored post-op.